Event description:
It was reported that a small volume multi pack 100 ml intermate?s device had a separated distal luer. The reporter stated that the tubing became detached from the plastic at the bottom of the luer. The event was identified by the patient prior to use. There was no patient injury or medical intervention reported. Additional information was requested and is not available. Report two of three.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.